Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had alarmed for battery out limit. She did not recall the blood glucose reading. The time and date had reset and some of the settings and basal rates were not retained. The insulin pump had also alarmed off no power without a low battery warning. The customer was sent a new battery cap and advised to monitor the insulin pump.